Event description:
Following a cardiac cathetization, an angio-seal device was deployed to seal the femoral arteriotomy. Following deployment the pt continued to bleed and femostop was applied for 45 minutes with hemostasis being achieved. The pt was reportedly hypertensive during the procedure and was given anticoagulants at the onset and throughout the procedure. Two days later, the pt returned to the hospital complaining of leg numbness. The pt's leg was examined and found to be discolored with diminished distal pulses. The pt was re-admitted to the hospital. An arterial flow study revealed a thrombus in the left common femoral artery. The day following re-admission, the pt underwent a femoral angiogram and was treated with heparin. No surgical intervention was required and the pt was discharged the following day on coumadin and lovenox therapy. The pt had a history of coronary artery (cad), cerebrovascular accident/stroke (cva), and hypertension.